Event description:
Healthcare professional reported approximately one month after injection with juvederm voluma with lidocaine in the "low face (nasolabial) cheeks" patient underwent a "buffing procedure". Approximately two months later, patient developed "oedema and induration" in the "injection area (near angle of mouth)". Patient was prescribed antihistamines.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema and induration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects. The patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are limited to: inflammatory reactions (redness, oedema, erythema, etc), which can occur simultaneously with itching or pain or pressure, can appear after the injection. Indurations or nodules at the injection area.